Manufacturer narrative:
Merge healthcare is investigating the issue and has requested additional information from the customer.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a customer experienced a blue screen with the eye station. When the system was restarted, programs could not be installed and software was not running properly. Support determined the system needed to be upgraded, as no upgrade had occurred in a lengthy period of time. On (B)(6) 2016, the customer reported that the clinic was unable to see patients due to the issue. Further information has been requested but has not yet been received. With merge eye station not functioning as expected there is a potential for a delay in diagnosis or treatment that may lead to harm. At this time, there is no indication of harm to patients as a result of this issue. (B)(4).

Manufacturer narrative:
Additional information: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 10/19/2016. Additional information was received from the customer on 10nov2016. According to the customer, a new camera and workstation was purchased and the issue was resolved. No patient harm was reported.